Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient said their stimulation was off, and they didn¿t know how it occurred. They said that it was ¿working fine and went to charge it and saw that the lightning bold wasn¿t there.¿ they had tried to turn it on but it wouldn¿t work. The patient said it happened ¿over a month ago now.¿ they also reported that they didn¿t have a patient programmer, they always just used the insr. It was reviewed that the insr couldn¿t turn stimulation on or off, and usually just the programmer had that functionality. The patient said that the hcp office said they had to go in but wanted to check with the manufacturer first. They had the patient try to turn stimulation of with the insr, but it didn¿t work. The patient confirmed that they didn¿t have a lightning bolt at the top of the screen. It was noted that there were no symptoms reported as the patient only noticed that the stimulation was off when they saw the lightning bolt. There were no further complications reported.